Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and the rear therapy electrode. The root cause for the open pulse wire was excessive force on the cable. The damaged wire did not cause or contribute ot the patient's death. A review of the patient's downloaded ECG data indicates that the patient was in asystole at the time of the event. Asystole is considered to be a non-life sustaining, non-treatable rhythm.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, an unrelated reportable malfunction was discovered. The belt failed incoming functionality testing.